Manufacturer narrative:
All available information was reviewed, and the reported failure to grasp the leaflets could not be confirmed/tested during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that contributed to the reported events. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. All available information was investigated, and a cause for the failure to grasp the leaflets could not be determined. The reported tissue damage appears to be an outcome of the failure to grasp the leaflets, and the reported mitral regurgitation (mr) appears to be result of the tissue damage. Tissue damage and worsening mr, as shown in the mitraclip instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report worsening mitral regurgitation (mr) and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Prior to insertion of the clip, it was noted that the patient had a long posterior leaflet (greater than 10mm), a mitral valve area greater than 4.0 cm2, coaptation surface less then 2mm, a medial main jet and lateral secondary jet. The clip was inserted, and simultaneous grasping was performed; however, the leaflets were unable to be grasped. It was then noticed that an aorta hugger occurred causing a clinically significant delay in the procedure; therefore, the physician decided to perform a second transseptal puncture. It was noted that at this time, adenosine injection was performed. After performing the second transseptal puncture, the physician replaced both the clip delivery system (cds) and steerable guide catheter (sgc). After the new cds was inserted, it was noticed that there was a lesion on the valve caused by the first clip. It was then noted that a possible structural lesion occurred on the valve. The cds and sgc were removed and the procedure was discontinued. No additional information was provided.